Manufacturer narrative:
A ge representative evaluated the system, and replaced the x-ray regulator and generator driver boards. System operates as intended.

Event description:
It was reported that the system went to max technique with no image displayed. No patient injury was reported.